Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an unspecified closure procedure using the pre-close technique via a 6f sheath hole prior to an transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to an 8f sheath, and the tavr procedure was completed. Reportedly post procedure, the suture was not released [cuff miss]. After the sutures were retrieved, the device was stuck in the patient anatomy even after confirming that the footplate was down. A surgical cutdown was performed to free the device and achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture did not release from the o-ring during device removal. The device was stuck in the patient anatomy even after confirming that the footplate was down. A surgical cutdown was performed to free the device. The sheath was upsized to an 8f sheath, and the tavr procedure was completed. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the reported information it is possible there was a malposition of the device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d10 - concomitant product: concomitant product attachment was removed, as it was confirmed that only one device was used. H6- medical device problem code: code 1142 was removed.